Manufacturer narrative:
Concomitant medical products: product ID: 3587a, lot#: l44311, implanted: (B)(6) 1997, product type: lead. Other relevant device(s) are: product ID: 3587a, serial/lot #: (B)(4), ubd: 02-jun-2001, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and other chronic/intract pain (trunk/limbs). The patient reported that her leads moved the day after implant due to having to be physically active following a family emergency. The patient reported that she ended up having the ins removed, but the lead was still implanted. The patient reported that she realized this when she had stimulation off and then turned it back on again. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 3587a, lot#: l44311, implanted: (B)(6) 1997: product type: lead. If information is provided in the future, a supplemental report will be issued.